Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Additional information was provided that the painful stimulation was at the neck. The settings were lowered due to the painful stimulation. The rep stated that proper pin insertion was discussed with the surgeon and reviewed x-rays that showed pin to be inserted. Device history record for the generator was reviewed on 11/06/2018. The generator passed all specifications prior to distribution into the field no additional or relevant information has been received to date.

Event description:
Additional information as received regarding the patient's clinical symptoms. It was stated that the painful stimulation is occurring in the chest pocket area (not the neck). The patient will be monitored surgery is likely to explore the high impedance but has not occurred to date. The patient's device was been disabled.

Event description:
The patient underwent replacement surgery. The lead was not replaced. Impedance after replacement was noted to be 3913. The implant card shows pre-op diagnostics as 5125 ohms. The surgeon tried pin reinsertion and was over 5000 ohms so it was decided to just replace the generator. The explanted generator has not been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter. If remedial action initiated, corrected data, supplemental MDR #1 inadvertently omitted information regarding remedial action taken.

Event description:
The generator was received for product analysis. Product analysis for the generator was completed and approved. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator was subjected to and successfully completed a final electrical test. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the patient was experiencing shocking sensations with vns stimulation. Upon interrogation high lead impedance was found. Later it was noted that the patient's generator was disabled. Review of the device history record showed that the lead passed all functional specifications prior to distribution into the field. No revision has occurred to date. No additional relevant information has been received to date.